Event description:
The tech alleged that when the brake was applied the foot end brake casters would swivel. No pt impact.

Manufacturer narrative:
The tech replaced the foot end brake casters to resolve the issue.